Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the implant battery pack got pretty warm while charging. Patient did not know if that was normal or not. Patient just saw the surgeon and told the surgeon that patient had not had it turned on because it got so warm when patient charged. Agent asked if it was the recharger or ins that felt warm. Pt said the inside. The best patient could describe it was like patient was on a heating pad that was turned up one dial too many. It was not every time patient charged, it was just every once in a while. It had been going on for a while, but patient never thought it was an issue until today. Patient usually sat in a recliner, and it was pressed up against the back of the chair. Patient sometimes put the recharger between their panties or sometimes on bare skin. Agent recommended to try a new recharger and recommended not to charge over bare skin. Agent reviewed patient could try lowering the temperature on the controller to see if that made a difference. A request was sent to repair to replace the recharger. Agent redirected to healthcare provider (hcp) to contact the rep to check the device if not resolved.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found no issues with finding or charging implantable neurostimulator (ins) and complaint was unverified. Recharger antenna tested ok and passed final functional test. White arrow rubbed off connector. This does not impact the functionality. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.